Manufacturer narrative:
(B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an issue was observed with a clearlink blood recipient set. It was further specified that the spike pulled away from the tubing causing a leak on the nurse. The solution that spilled was a 1000 ml lactated ringers solution. There was no patient injury or medical intervention indicated. No additional information is available.